Event description:
Event description guidant received information that the lead displayed increased right ventricular (rv) thresholds and decreased sensing. The physician suspects the lead may have micro-dislodged.